Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer fell over walker and broke it, did not mention if he was injured and did not want to give any information and hung up. MDR filed.